Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the healthcare provider text them and asked about a getting 'internal device has lost all data, contact your clinician' message. This occurred with 2 separate patients. Power on reset (por) was reviewed with the rep. Caller again indicated that per the healthcare provider this was the second patient with the same message the day of the report. It was noted that no patient information was known for this case. No patient symptoms were reported.